Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a procedure was performed to drain infection from the pocket. No complications were observed or reported. Physician sent cultures to be examined and noted that the device might be explanted at a later date due to the infection. Further information noted that there was no growth from the cultures, and no explant will be performed. The physician believes this was an old infection that cleared itself, leaving behind the puss. The patient is stable.